Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that he had hyperglycemia and had high blood glucose levels from 20 mmol/l to 23 mmol/l and the insulin pump may have under deliver the insulin. The customer reported that he had a backup plan and treated blood glucose with manual injections. Troubleshooting was performed. The customer alleged that the insulin pump may have under delivering the insulin due to high blood glucose levels. The customer declined to check the setting on the insulin pump. The customer stated that the drive support cap was normal. Product is not expected to return.